Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no vibration or audio alarms on the patient¿s mobile device after reaching the low glucose setting. The patient was comatose in bed when their husband noticed. The mobile phone did not alarm, and the reading was normal (no value provided). The patient's husband called 911 and when the paramedics came, they managed to get the patient's blood glucose up to 120 mg/dl via unspecified treatment, but after 10 minutes it went back down to 20 mg/dl. The patient was admitted to the hospital that evening and discharged the next afternoon. Treatment information for the hospitalization period was not provided. At the time of the report the patient was feeling well. Data was provided for investigation. Confirmation of the complaint could not be confirmed via data analysis. The probable cause could not be determined. No additional patient or event information is available.